Event description:
It was reported that on the 3rd fire on and unk procedure, the stapler did not fire any staples, but did cut. No information provided as to how case was completed. No reported patient consequence.

Manufacturer narrative:
Info anticipated; but unavailable at this time.